Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/15/2017, that on (B)(6) 2017, the patient was involved in a car accident. The patient's mother stated that the patient was taken to the hospital after the car accident and passed away on (B)(6) 2017. A death certificate was provided and it was indicated that the cause of death was sequelae of blunt impact trauma. Additionally, it was it was reported that the patient was using the dexcom system at the time of the accident; however, there was no allegation made against the dexcom cgm system. Data investigation was conducted to review events occurred leading up to last use of device. The data investigation displays last known estimated glucose value was 227 mg/dl on (B)(6) 2017 at 10:50 am.  It should be noted that patient's high and low alerts were not enabled up to the time of the last known use of the device. No root cause to be determined as there was no allegation against the device.